Manufacturer narrative:
The device was not returned for analysis. A non-visual investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). Manufacturer reference: (B)(4). Additional information: a1, d4 (model #, catalog#), e1, g3. Correction: d1, d4 s.n. E2 (no), e3, g1, g2.

Manufacturer narrative:
The device will not be returned. A non-visual investigation will be performed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient alleged a crown and veneer were dislodged when removed the device. The patient did not recall exactly which teeth were affected and described the veneer as being on the tooth next to his upper right canine and the crown as coming from a lower left molar area.

Manufacturer narrative:
Correction: g1.